Event description:
Customer alleged darkened segments in the result display on the compact plus system. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.